Manufacturer narrative:
Investigation results: it was observed that the plunger had been depressed and the tension spring components were still loaded in the deployment tube. The complaint was confirmed. A lhr review was completed for the product. There was no nonconformance which could have attributed to this failure mode.

Event description:
The hosp reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.